Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was no longer receiving stimulation and was unable to communicate with or charge her ipg. The sjm representative met with the pt and confirmed the issue. The pt indicated she last used her scs system in (B)(6) 2012 and did not charge her ipg for an extended period of time. Surgical intervention will be taken at a later date to explant and replace the pt's ipg.